Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information provided.

Event description:
The following information was provided by the initial reporter: material: unknown lot: unknown. It was reported by customer that texium connector is not locking onto their bd syringes verbatim: rcc received a complaint via email. Customer is stating that texium connector sku# 10012241-0500 is not locking onto their bd syringes with a strong, positive feel. Basically, the connector can too easily be disconnected. They are concerned that this could lead to leaking and exposure risks for staff and patients.

Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.